Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 511 mg/dl at the time of incident. Customer experienced high blood glucose level because of sensor was suspended low. Troubleshooting was performed. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode . No further complications were reported. Customer will continue use of the device.